Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2025, a patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was diagnosed with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with cloudy peritoneal effluent fluid. A gram-stain and white blood cell (wbc) count obtained from peritoneal effluent fluid presented gram-negative bacilli in the stain and a wbc count of 185/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 1000 mg daily for 14 days to address the infection at home. It was reported that the patient¿s peritonitis was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). A follow-up wbc count obtained in the outpatient clinic on (B)(6) 2025 presented with 2/mm3. The patient is recovering from this event as she continues ccpd therapy, presumably on the same liberty select cycler as before the event.

Event description:
On 25/nov/2025, a patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was diagnosed with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with cloudy peritoneal effluent fluid. A gram-stain and white blood cell (wbc) count obtained from peritoneal effluent fluid presented gram-negative bacilli in the stain and a wbc count of 185/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 1000 mg daily for 14 days to address the infection at home. It was reported that the patient¿s peritonitis was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). A follow-up wbc count obtained in the outpatient clinic on (B)(6) 2025 presented with 2/mm3. The patient is recovering from this event as she continues ccpd therapy, presumably on the same liberty select cycler as before the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in asepsis during pd therapy with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of gram-negative bacilli that include multiple enteric and other bacteria that are part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.